Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 3.5, hospital: 16. Pt self tester went to the hospital right after the inratio meter test. Pt was admitted into the hospital and given vitamin k to bring his inr back down.

Manufacturer narrative:
Investigation pending.